Event description:
On (B) (6) 2010, pt's wife reported pt was in a car accident 3 days prior and his infusion device was lost following the accident. Wife stated she believes that low blood glucose contributed to the accident. Wife reported pt cannot recall any detail just prior to the accident. Wife stated when the emt's arrived; pt tested with a blood glucose level of 38 mg/dl and was taken to the hospital. Pt's normal blood glucose range is around 120-130 mg/dl. Wife reported pt stayed at the hospital for only a few hours, received CT scans and was treated with a saline IV before being released. Pt is currently using his backup infusion device. Product was replaced and requested return of the suspect product for eval.